Manufacturer narrative:
This report is based on information provided by philips remote service engineers and a rdt product support specialist (remote diagnostic technologies) and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that the device would not boot up and remained on the self test screen. Diagnostics determined the device failed to boot up and that a software update did not resolve the problem. The device would require return for repair and it was returned to a philips bench repair facility. The position of the trizeps 6 board was checked and found to be seated correctly. The hardware of the device, the trizeps 6 board was required to be replaced with the trizeps 7 board as reoccurrence of the problem could occur. The following parts were replaced, the sbc board, trizeps, sd card & system board. Although multiple parts were used, this is due to compatibility requirements from changing the device hardware from a tr6 to a tr7. Testing and verification was completed satisfactorily and the device was returned to service at the customer site. Based on the information available and testing conducted, the cause of the reported problem was a memory error or corruption which occurred on the trizeps 6 board component. The reported problem was confirmed. Based on the information available, no further action is necessary at this time. While no harm was alleged, recurrence of this failure mode during clinical use could cause or contribute to death or serious injury. Therefore, this failure mode meets the definition of a reportable malfunction. Appropriate regulatory reporting actions have been taken. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the tempus pro monitor fails to boot up and stays on the self-test screen.